Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 204 mg/dl. Customer is experiencing intermittent calibration error alerts bad sensor alert. Customer was explained that sensor may be malfunctioning and advised to return the use sensor and we will replaced it. The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 200 mg/dl. The current sensor glucose value is 50. The sensor glucose and blood glucose is not within acceptable range. Customer was unable to troubleshoot due to change sensor alarm.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.